Event description:
Pt presented to emergency room with infection cultured as pseudomonas aeruginosa after procedure performed on right foot. Pt had received clinipad alcohol prep prior to infection of pre-op. Local infiltration of meds. Surgery 2/7/00 - seen in ER 2/19/00 with swollen right foot; red leg. Oral antibiotics. On 2/24 hospitalized with culture of pseudomonas aeruginosa. Hospitalized with antibiotics 5 days. Discharged 2/29/00. Is in wound care program. 3/30 mild fever; cellulitis resolving. Still continue hyperbaric treatment.